Event description:
Information was received from a healthcare professional regarding a patient who was receiving 10mg/ml at 8.958mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient was found unresponsive at home on (B)(6) 2017 and was admitted to the intensive care unit (ICU). It was reported the patient had a number of health issues and the pump would need to be replaced within the next year due to battery life. The hcp reported the patient won't be a candidate for replacement. It was reported the patient also had pneumonia, sepsis, and respiratory depression. The hcp reported they would put the pump in minimum rate. No further complications were anticipated/reported. Additional information was received from a healthcare provider (hcp). It was reported that the hcp received the pump off authorization form, but instead chose to put the pump in minimum rate. The hcp reported they would like help programming the pump to minimum rate, because when they tried to do it, it wasn't allowing them to. The hcp reported they weren't with the patient at that time, but would program the pump to minimum rate when they are with the patient. No further complications were anticipated/reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient responded to narcan and had been on a stable dose of opioid for years. The cause of the patient being unresponsive and being admitted to the intensive care unit (ICU) was likely a combination of factors including deceased renal function leading to respiratory depression, heart failure, etc. The patient¿s weight as of 2017 (B)(6) was (B)(6) pounds. It was noted the patient being unresponsive and admitted to the ICU had been resolved. No further complications were reported/anticipated or expected.